Manufacturer narrative:
(B)(4) initial report. The lack of ha coating on the stem was noticed prior to implantation and the surgeon made the clinical decision to proceed to implant the stem. No adverse event has been reported. Investigation is ongoing. Device implanted.

Event description:
A metafix stem did not have the specified ha coating.